Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotriptor exhibited issue with broken connector where the handpiece goes into the unit. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and reported problem was confirmed. Device evaluation found, 1 of 4 (2nd pin) pins are broken inside of the connector which is causing the transducer connector to constantly blink green. Based on the results of the investigation, the reported problem was due to faulty connector which is traced to component failure. Component failure which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lithotriptor exhibited issue with broken connector where the handpiece goes into the unit. There was no report of patient harm.